Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011; 1st inratio: 4.1; 2nd inratio: 3.3; doctor's office: 2.9. Pt's target range is between 2.0-3.0. Pt has no change in diet or medication recently.